Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the pt/layperson regarding his 2009 complaint that his onetouch ultrameter would not turn on beginning the day before at 5pm. The pt reported the following: the pt usually injects lantus in the morning and adjusts according to his blood glucose result. However, on the day prior to original date, he waited until evening to take it since he had worked in the yard in the morning. Unable to obtain a result at 5 pm since the meter allegedly would not turn on, the pt took his standard 25 units lantus, stating, "it must have been too much". At 12:30 am on original date, the pt became lightheaded and shaky. He does not recall if he was still awake or woke up due to the symptoms. The pt ate ice cream to relieve them and soon after called customer service who replaced the meter and test strips. Because the pt had never changed the battery and had none to install, the cca was unable to resolve the alleged issue. Since the pt injected his based amount of long acting insulin, although unable to obtain a result, and later developed a symptom that meets criteria for serious injury, the complaint is reported.